Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device. .expiration date: 06/30/2025.

Event description:
It was reported that during a coil embolization treatment, the coil unintentionally detached in the microcatheter. The entire coil was removed from the patient and was replaced with another coil which completed the procedure successfully. No reported patient injury or intervention. The patient's condition was reported as no health damage.